Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 8.3 cm in diameter thoracic aortic aneurysm in zone two. It was reported that during the index procedure, another manufacturer¿s stent graft was implanted in zone zero however, the lesser curvature of the proximal side had insufficient adherence to the vessel wall and a bird's beak phenomenon occurred. The valiant was then re-lined with the other manufacturer¿s graft in zone two, however, a minor proximal type I endoleak was present. The physician stated that the proximal type I endoleak was caused by bird beaking with the other manufacturer¿s device at the lesser curvature so that it had no causality with valiant device. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4)